Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels with ketones on (B)(6) 2026. The first event lasted for twelve hours, while the second and third events each lasted about five to six hours. The infusion site for the first event was the abdomen, and the second and third events occurred on the leg. The patient received treatment with correction via boluses and correction via multiple daily injections (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.